Manufacturer narrative:
Agent confirmed that the patient's initials as well as their implant and explant date were not available due to privacy regulation in the european union. If additional information becomes available, a supplemental MDR will be sent. Internal complaint number: (B)(4).

Manufacturer narrative:
Pending additional patient information as well as implant date and explant date. Additional information: g1 (second address). Corrected information: h3, h6. Device was returned for additional evaluation and investigation. A review of device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any nonconformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, but the alleged issue was not confirmed. Visual inspection of the pump did not find any anomalies with the exterior of the pump. Functional analysis of the pump confirmed the pump successfully primed as expected. Continued analysis of the pump's functionality confirmed and flowed within design specification. Internal complaint number: (B)(4).

Manufacturer narrative:
Pending completion of device analysis and further follow-up. Unable to populate health effect - impact code in field. Have contacted esubmitter for assistance. Health effect - impact code is 4627-explant internal complaint number: (B)(4).

Event description:
Agent reported a prometra ii 20 ml pump that was explanted due to a volume discrepancy. During contact with agent, it was confirmed that the pump had an "okay" battery, but was not infusing medication. A volume discrepancy was observed leading to the belief that there was a blockage in the drug pathway. Catheter was intact and the pump was replaced.